Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to verify or duplicate the reported issue. The device was in a ready state and no issue was observed. A replacement battery was provided to the customer. After observing proper device operation through functional and performance testing the device was returned to the customer for use. In the log files, it was found that the device was in not ready state for a long period of time in 2023 as the electrodes were not recognized. This incident may have caused the reported issue; however, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.